Manufacturer narrative:
Manufacture's investigation conclusion: evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(4), did not reveal any findings that contributed to a functional issue during support. It was reported that the patient underwent a normal heart transplant on (B)(6) 2021. (B)(4) was returned assembled with the driveline (dl) severed approximately 1.5" from the pump housing. Two distal portions of driveline were returned, with the more proximal portion measuring approximately 15.5" and the more distal portion measuring approximately 22" from the controller connector. Two pieces of severed fingertips from green examination gloves were wrapped over two severed ends of the dl. The sealed inflow cannula (inlet extension, flex section, inlet elbow) was returned assembled and detached from the pump inlet port. The apical sewing ring was returned attached to the inlet extension. The sealed outflow graft was returned attached to the outlet elbow which was attached to the pump outlet port. The outflow graft bend relief was not returned. The bend relief collar was returned detached from the device. Upon disassembly of (B)(4), visual inspection of the blood-contacting surfaces revealed no evidence of any adhered or developed depositions or thrombus formations that contributed to a functional issue during support. An electrical continuity test of the returned dl was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this test. The pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. Data retrieved from testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists adverse events that may be associated with the use of heartmate ii left ventricular assist system, including device thrombosis. Section 6 ¿patient care and management¿ contains information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2021, the patient underwent an operation for normal heart transplant. Evaluation of the pump revealed tissue growth at the proximal end the inlet extension; however, upon lifting the deposition, the inlet appeared clear, suggesting that it would not have resulted in a flow issue during support.